Event description:
Additional information reported stated that the patient had presented to the clinic and was experiencing shortness of breath and dizziness when going from a sitting position to standing. The right atrial lead was replaced as previously reported. The patient was in great condition after the event.

Event description:
It was reported that the right atrial lead was fractured. The lead was capped and replaced. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.